Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive and the pump had water damage. As a result, customer's was 500 mg/dl with moderate ketones. Customers addressed blood sugar with a correction injection via manual injection. The customer reverted to an alternate method in insulin therapy.